Event description:
Tap. It was reported that 84 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located at the distal anastomotic site of the left internal mammary artery graft (lima) to the left anterior descending artery (lad). A pre-intervention stenosis of 90% was reported. The lesion was predilated with a 2.0x20mm non-boston scientific balloon. A 2.5x24mm taxus express2 drug eluting stent was deployed at 16 atms "just beyond the distal anastomosis of the lima graft." It was noted that there was "no residual stenosis and excellent timi iii flow." The pt rec'd heparin during the procedure; and plavix and aspirin after the procedure. The pt experienced angina during inflation of the lad and remained "hemodynamically stable" during the procedure. The pt "tolerated the procedure well." Complications were reported as "none." The pt presented 84 days later with recurrent chest pain occurring for 3-4 weeks and a 90% in-stent restenosis at the distal anastomotic site of the lima to lad. After angiographic eval the pt was thought to be at "high risk" for another stenting procedure and was referred to cardiac surgery for consideration of "redo bypass surgery." An attempt was made to find out the pt's current status. It is reported that the pt was discharged following the angiography procedure and is being medically managed while awaiting "redo bypass surgery."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk; the shop floor paperwork could not be examined.